Event description:
Patient was receiving continuous renal replacement therapy with the baxter prismaflex system. The staff was using the m150 filter cassette and auto influent system. The patient was receiving therapy and the "blood leak detected alarm" sounded. The registered nurse (rn) immediately began to observe the machine and effluent. There was blood in the effluent and the therapy was stopped and disconnected from the patient. The patient did not receive blood return. Another cassette was primed and used on the same machine without issues.